Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal malfunctioned. This occurred two times. The hospital did not have any info on how the product malfunctioned. The case was completed using a side biter clamp. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
The device has not been returned to maquet cardiovascular for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is rec'd and the investigation is completed. A lot history record review could not be performed as the product lot number is unk. (B)(4).